Event description:
It was reported that the right cylinder of this inflatable penile prosthesis was not inflating. A surgical procedure was performed and, upon explant, an obstruction of fluid transfer on the right cylinder was noted. All components were removed and replaced. There were no patient complications reported.